Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. Functional tests were performed and passed all relevant testing. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The receiver log was download and reviewed finding error related to the complaint the allegation was confirmed. The probable cause was a damaged receiver battery. No additional event or patient information is available.